Manufacturer narrative:
PMA / 510k = p050006.

Event description:
It was reported the physician implanted a gore® cardioform asd occluder. At a follow-up appointment, on approximately (B)(6) 2019, a thrombus was noted on the right disc. The patient was treated with a direct-acting oral anticoagulant (doac).

Manufacturer narrative:
A review of the imaging stated the following: it was reported at a follow up to the implant of a gore cardioform asd occluder that there was thrombus attached to the right atrial disc. From the imaging provided the device appears to be in a good position on the atrial septum. There does appear to be an echogenic mass attached to the right atrial disc that is consistent with the appearance of thrombus.

Event description:
It was reported the physician implanted a gore® cardioform asd occluder. At a follow-up appointment, on (B)(6) 2019, a thrombus was noted on the right disc. The patient was treated with a direct-acting oral anticoagulant (doac).